Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The event involved repeated controller failure alarms and a later loss of placement signal, which are malfunctions reportable under MDR requirements because they could potentially lead to serious patient injury if they were to recur. Although no patient harm occurred, the alarms necessitated controller exchange and altered clinical management (echo based monitoring), was required. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. The patient remains on support.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. D6 should have been left blank on the initial manufacturer device report. H5 and h8 was erroneously selected on the initial manufacturer device report.

Manufacturer narrative:
D1. Brand name updated. D6b. Explantation day, month and year added.

Manufacturer narrative:
D6b should have been left blank on MFR-1220648-2026-01820-2. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.